Event description:
It was reported that there were concerns regarding premature battery depletion of this implantable cardioverter defibrillator (ICD). Furthermore, there were differing longevity estimates given over the past few months. Data analysis was performed, and confirmed that the power consumption is increasing in a gradual fashion. A boston scientific technical services (ts) consultant recommended device replacement. The device remains in service. No adverse patient effects were reported.